Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that four months following an intraocular lens (iol) implant procedure, she cannot see clearly. The patient has had a yag laser and still needs glasses for computer and reading. The patient's vision is cloudy again this week. The patient is squinting and getting headaches more frequently. Additional information was provided by the patient that she had cataract surgery. A week after surgery her vision felt like it had a film, it was cloudy. Three months after that she had yag laser. Her vision is still cloudy, almost as if she did not have the yag done. She is using her old glasses. She reported that she was 20/20 after the surgery and then a week later 20/60. She does not know what the vision was after the yag. She was told that she would not see tiny print, but she cannot see her kindle print. She cannot see her computer or do reading. She used to experience headaches, but, they have increased since the surgery. She is also squinting, she never did that before. Additional information was provided by a technician that there are no issues with the lenses. The patient developed posterior capsular opacification and had a yag laser. She reported that the patient did not come back for her follow up. She also stated that the patient has floaters that are not related to the lenses or the cataract surgery; the floaters are too close to the optic nerve and the patient does not qualify for laser floater removal. The patient has dry eye syndrome and she is supposed to be using lifitegrast ophthalmic solution. The patient had dry eye syndrome before her cataract surgery. The patient was also using artificial tears before her surgery. Per the technician, the patient's vision was never 20/60. The last prognosis from the doctor was that the patient's visual acuity could improve after yag, but the patient did not come back for follow up. There are two medical device reports associated with this patient. This report is associated with the left eye.